Manufacturer narrative:
Based on the current information provided, the cause of the procedure complication cannot be determined. Although the patient was known to have pre-existing copd prior to the procedure, the physician believe that the device was contributory to the exacerbation. There was no device malfunction associated with the event. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced exacerbation of chronic obstructive pulmonary disease (copd) symptoms post-procedure. The target nodule was in the left upper lobe, anterior segment, and was about 3.6 centimeters in size. Instruments used during the procedure included a 21g flexision biopsy needle and compatible forceps. Imaging modalities utilized included c-arm fluoroscopy, and staging using ultrasound bronchoscopy (ebus) was also performed. The patient had underlying copd and experienced exacerbation of symptoms post-procedure: the patient had shortness of breath. The patient required a nebulizer, steroid, intubation, and hospitalization for 3 days. Although the patient was known to have pre-existing copd prior to the procedure, the physician believed that the device was contributory to the exacerbation. The copd exacerbation was thought to have likely occurred via another modality. The biopsied lesion was diagnosed as malignant adenocarcinoma. The patient was discharged home and referred to radiation therapy. There was no device malfunction associated with the event.